Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does distort the result during the simulation test; therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the solid line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the solid line appears on all screens and during performance testing. Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.

Event description:
Patient reported there is a black vertical line on the center of the display of the blood glucose monitoring device. Patient stated she realized it about a week ago and the line became bigger during the last days; is not able to read the blood glucose data well. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.